Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. (B)(4).

Event description:
This is the second of four reports for the same pt involving four separate products. Refer to report #: 9611594-2014-00183 for the first report. Refer to report #: 9611594-2014-00185 for the third report. Refer to report #: 9611594-2014-00186 for the fourth report. Halyard health received a report from (B)(6) stating the transgastric enteral feeding tube leaked and then broke. No additional info was provided in regards to the pt's status.